Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 95% stenosed lesion was located in an extremely tortuous and moderately calcified native diagonal (dx) artery. (The left anterior descending artery had been grafted.) The dx artery was 2.5mm. The physician attempted to direct stent with a taxus liberte' 2.5x16mm drug eluting stent, but was unsuccessful. The target lesion was then predilated with 2.0x12mm and 2.5x12mm maverick2 balloons inflated to 10 atm's for 30 seconds which "didn't lead to appropriate preparation result". During the second attempt to place the taxus liberte' stnt, the physician encountered resistance. After withdrawing the stent delivery system, it was broken at the distal end of the shaft. The procedure was not completed due to this event. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis, as of the date of this report.